Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. The valve met all specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was not working properly, so it was explanted.